Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:"different feeling of pain, breast mammary areola watering."

Event description:
Patient reports left side "different feeling of pain, breast mammary areola watering." Device remains implanted.